Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the current reported breakage based on the lack of the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spring locking ring broken.